Event description:
An optometrist reported pt with large corneal abrasion of the right eye at one day lasik post-operative visit. At visit pt complained of discomfort and blur. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).